Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was taken out of the packaging to test. When performing and test the device became extremely hot. The operation room manager described it as an orange colored heat with smoke. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of clinical use and slight evidence of blood were observed. A visual inspection was conducted. The hot jaw side wires were dislocated away from the hot jaw and were severely twisted/bent/deformed. The hot jaw center cutter heater wire was missing and not returned. Based on the received condition the device, an electrical evaluation could not be conducted. A pre-cautery test was unable to be performed per the instructions for use. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to test the device for continuity since the hot jaw center cutter wire was missing. Since the device lot number was not provided to us and a ship history is not likely to identify the correct lot for the reported device, a device history record (DHR) could not be reviewed. All hemopro devices all fully inspected and would not have passed our inspection procedures in the condition that it was received. Based on the results of the evaluation and the received condition of the device, the reported complaint for "device remained activated" was unable to be confirmed. Based on the received condition the device is not possible to confirm the reported complaint. We are unable to conclusively determine the root cause of this failure as the incident occurred during use of the device and the procedural operation is not available for review. A lot history record review was completed for lots 25112443, 25110857 and 25109784. The three most recent lots shipped to the account during the year prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).